Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted, once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported, with the adc device in use with samsung with android operating system version 2.8.4.9335. The low glucose alarm did not sound. And customer was not alerted of changes in glucose level. As a result, the customer experienced weakness, unable to react and ¿stun¿. Requiring third-party administration of oral glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss with the freestyle librelink application. Attempted to replicate the user¿s complaint using application samsung galaxy s20, android 13, 2.8.4.9335 and successfully reconnect after signal loss in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung with android , operating system version 13 and operating system version 2.8.4.9335. The low glucose alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced weakness, unable to react and ¿stun¿; requiring third-party administration of oral glucose for treatment. There was no report of death or permanent impairment associated with this event.